Manufacturer narrative:
H6: investigation summary: four photos of a pen needle carton and a pen needle attached to a pen were returned from an unknown lot. No., cat. No. 320693. Visual examination of the returned photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. Based on the photos provided and the fact no physical samples were returned no further investigation can be carried out.

Event description:
It was reported that the berlifine® micro pen needle's patient-end cannula was "twice as long" as normal. The following information was provided by the initial reporter, translated from german to english: "when we checked the needles, we were astonished to find that some needles are twice as long as intended. All needles / cannulas come from the same box." We will probably receive the exact batch number and the expiry date next friday (may 14th, 2021) so that we can process the report in full. As soon as we have the information, we will forward it to you immediately. In consultation with the relatives, we also expect a sample.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the berlifine® micro pen needle's patient-end cannula was "twice as long" as normal. The following information was provided by the initial reporter, translated from german to english: "when we checked the needles, we were astonished to find that some needles are twice as long as intended. All needles / cannulas come from the same box."